Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), menorrhagia ('menorrhagia') and uterine haemorrhage ('abnormal uterine bleeding') in a 43-year-old female patient who had essure (batch no. 50512938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included ovarian cyst. She denies any changes in bowels and bladder abdominal pain denies vaginal bleeding ,denies weight change none. Gi alternations.she denies pelvic pain or cramping. Concomitant products included medroxyprogesterone acetate (depo-provera) and naproxen. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant). The patient was treated with nsaids, paracetamol (acetaminophen), trazodone and surgery (d and c , hysteroscopy with novasure endometrial ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown and the uterine haemorrhage had resolved. The reporter considered anxiety, depression, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: concomitant medication includes prenatal drugs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: pfs received- new event abnormal uterine bleeding were added. New reporter, treatment drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and menorrhagia ('menorrhagia') in a (B)(6) female patient who had essure (batch no. 50512938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included ovarian cyst. She denies any changes in bowels and bladder abdominal pain denies vaginal bleeding ,denies weight change none. Gi alternations. She denies pelvic pain or cramping. Concomitant products included ascorbic acid;calcium gluconate;cupric carbonate, basic;cyanocobalamin;ergocalciferol;ferrous sulfate;manganese chloride;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol;riboflavin;thiamine (prenatal), medroxyprogesterone acetate (depo-provera) and naproxen. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery ((B)(6) 2017, hysterectomy with bilateral salpingectomy and d and c , hysteroscopy with novasure endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.. Most recent follow-up information incorporated above includes: on 5-jul-2019: pfs received lot number was added. Events "abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, patient did not undergo essure confirmation test" were added. Concomitant medication, medical history were added. Outcome of event " pain" was updated as recovering. Reporter, patient and product information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and menorrhagia ('menorrhagia') in a 43-year-old female patient who had essure (batch no. 50512938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included ovarian cyst. She denies any changes in bowels and bladder abdominal pain denies vaginal bleeding ,denies weight change none. Gi alternations.she denies pelvic pain or cramping. Concomitant products included medroxyprogesterone acetate (depo-provera) and naproxen. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with nsaids, paracetamol (acetaminophen), trazodone and surgery (d and c , hysteroscopy with novasure endometrial ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, uterine haemorrhage and vaginal haemorrhage had resolved and the depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: concomitant medication includes prenatal drugs . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Outcome of event vaginal haemorrhage, menorrhagia, pelvic pain were updated. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and menorrhagia ('menorrhagia') in a 43-year-old female patient who had essure (batch no. 50512938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included ovarian cyst. She denies any changes in bowels and bladder abdominal pain denies vaginal bleeding ,denies weight change none. Gi alternations. She denies pelvic pain or cramping. Concomitant products included medroxyprogesterone acetate (depo-provera) and naproxen. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery ((B)(6) 2017, hysterectomy with bilateral salpingectomy and d and c, hysteroscopy with novasure endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: concomitant medication includes prenatal drugs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2019: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.